Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, when the e-sep pencil was plugged into the generator, it gave them an alert. The pencil was then plugged into another connection on the same generator and the pencil activated without using the buttons. A burn happened on the amputated appendage of the patient. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, when the e-sep pencil was plugged into the generator, it gave them an alert. The pencil was then plugged into another connection on the same generator and the pencil activated without using the buttons. A burn happened on the amputated appendage of the patient. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.